Event description:
It was reported the surgeon was unable to slide im rod through guide.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned part(s) exhibits signs of repeated use. According to technical evaluation, the nut was seized. The device was manufactured before redesign was done. The persona adjustable valgus alignment guides have been modified to prevent this failure from occurring. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.